Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00857. It was reported that the patient was not receiving adequate therapy, due to lead migration. As a result, the patient's leads were explanted and replaced, and therapy was restored.